Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was available for analysis. The investigation report from the manufacturing site states "the french product manager performed a training to the doctor who reported the incidents. He figured out that the doctor was not using the correct syringe and thus was not using the device prior to use, which explained why they could not deflate the balloon. The root cause of the incidents was classified as user error."

Event description:
It was reported that the balloon of the device was stuck in the larynx of the patient because the doctor was unable to deflate the balloon. The doctor has stated that it was user error as he acknowledged he did not use the correct syringe and did not follow the IFU guidelines. It was also reported that "during the incident he pulled on the device to remove the tube with the balloon inflated but there was no pain for any patient." Since the event, an in-service has been performed with the doctor. No patient injury harm reported. The condition of the patient was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon of the device was stuck in the larynx of the patient because the doctor was unable to deflate the balloon. The doctor has stated that it was user error as he acknowledged he did not use the correct syringe and did not follow the IFU guidelines. It was also reported that "during the incident he pulled on the device to remove the tube with the balloon inflated but there was no pain for any patient." Since the event, an in-service has been performed with the doctor. No patient injury/harm reported. The condition of the patient was reported as "fine".